Event description:
Per the clinic, the patient experienced wound dehiscence at the incision site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.